Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-mar-2021. The most recent information was received on 27-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removed plus hysterectomy') in a 56-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2020, the patient experienced peripheral swelling ("swelling of the hands"), raynaud's phenomenon ("reynaud's syndrome") and muscle tightness ("tension in the arms and neck"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal pain ("intestinal problems (pain) for several years"), diarrhoea ("intestinal problems (loose/liquid stools) for several years"), skin induration ("hardening of the skin on the arms, neck, face, abdomen, legs, inside of the mouth") and adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal and hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, gastrointestinal pain, diarrhoea, peripheral swelling, raynaud's phenomenon, muscle tightness, skin induration and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, diarrhoea, gastrointestinal pain, medical device removal, muscle tightness, peripheral swelling, raynaud's phenomenon and skin induration with essure. The reporter commented: current condition of the patient: systemic scleroderma and reynaud syndrome: reduced hand/finger motor control, reduced range of motion in the wrists/elbows/shoulders/neck. Reduced range of motion in the jaw and mouth. Hypersensitivity to temperature variations, cold and wind, in the hands, feet, head and face. Medical device removed plus hysterectomy in (B)(6) 2020. Measures taken in the healthcare establishment to treat the patient: examination: foci of adenomyosis, a pedicled leiomyoma, macrophage granuloma in the uterine horns of both fallopian tubes. Left fallopian tube: blackish debris around giant cells." Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kgs. Biopsy skin - in (B)(6) 2020: diagnosed with systemic scleroderma (collagen fibrosis of the dermis with no evidence of accumulation disease). Blood test - on (B)(6) 2020: high plasma nickel level (2.4 g/l) - blood chromium: 0.68 g/l - tin <0.10 g/l. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removed plus hysterectomy') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2020, the patient experienced peripheral swelling ("swelling of the hands"), reynold's syndrome (" reynaud's syndrome") and muscle tightness ("tension in the arms and neck"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal pain ("intestinal problems (pain) for several years"), diarrhoea ("intestinal problems (loose/liquid stools) for several years"), skin induration ("hardening of the skin on the arms, neck, face, abdomen, legs, inside of the mouth") and adenomyosis ("adenomyosis "). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, gastrointestinal pain, diarrhoea, peripheral swelling, reynold's syndrome, muscle tightness, skin induration and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, diarrhoea, gastrointestinal pain, medical device removal, muscle tightness, peripheral swelling, reynold's syndrome and skin induration with essure. The reporter commented: current condition of the patient: systemic scleroderma and reynaud syndrome: reduced hand/finger motor control, reduced range of motion in the wrists/elbows/shoulders/neck. Reduced range of motion in the jaw and mouth. Hypersensitivity to temperature variations, cold and wind, in the hands, feet, head and face. Medical device removed plus hysterectomy in (B)(6) 2020. Measures taken in the healthcare establishment to treat the patient: examination: foci of adenomyosis, a pedicled leiomyoma, macrophage granuloma in the uterine horns of both fallopian tubes. Left fallopian tube: blackish debris around giant cells." Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Biopsy skin - in (B)(6) 2020: diagnosed with systemic scleroderma (collagen fibrosis of the dermis with no evidence of accumulation disease). Blood test - on (B)(6) 2020: high plasma nickel level (2.4 ¿g/l) - blood chromium: 0.68 ¿g/l - tin <0.10 ¿g/l. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.